Manufacturer narrative:
Device is pending evaluation and repair.

Event description:
The customer reported the backup battery not charging. No patient harm reported. The device is pending evaluation and repair.